Manufacturer narrative:
A field service engineer (fse) went on-site and found diluent leaking from a pin hole in the flared tubing end at port 4 of the flowcell and spraying up to port 3 of the flowcell. Fse replaced the flowcell and the tubing. This resolved the issue. The cause of the leak was a pin hole in the tubing. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) stating that approximately 10 ml of clear fluid leaked from the flowcell of their coulter lh 780 hematology analyzer onto the counter top below the instrument. The customer check for popped tubing prior to calling bec. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported. There was no affect to patient samples. All samples were repeated on another instrument.